Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 7. Details of surgery: implant surface not completely covered with bone and sinus augmentation. On (B)(6) 2023, loss of osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: pain, mobility, swelling, bleeding, abscess and fistula. No further patient complications were reported.